Event description:
It was reported that during an unspecified surgical procedure, the patient underwent a tha with the product in question. During surgery, when using the cup, after initially implanting it into the acetabulum, the cup was removed to change the placement angle. However, when attempting to reattach it using a standard offset cup impactor, reattachment was unsuccessful. The surgery was completed by quickly switching to a pinnacle cup. The surgery was completed successfully within 30mins of delay. Post-operatively, the surgeon tried to attach the emphasys cup (which was ultimately not used) to the impactor, but these proved difficult and could not be successfully attached. There is no indication that the time delay occurred at a critical procedural step where high risks to the patient may be present. There is no indication that the delay resulted in any impact to the expected surgical outcome. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.